Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a-rubber glue separated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user allegation of "no communication with the vision path" was not confirmed. Therefore, the cause of the user allegation could not be established. Additionally, for the additional finding of "a-rubber glue separated" the most probable cause is a degradation problem identified. The most probable cause of the degradation problem is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no communication with the vision path involving an olympus bronchovideoscope. There was no patient injury reported.